Event description:
False negative result (s). Used these on my family who were all sick, after my husband tested positive at work. All these tests came back negative. Went to the store and bought more of a different brand the same day, less than an hour and we are all positive!! Waisted $